Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation the device powered off on its own. A review of the event history identified multiple 'improper shutdown'. An "improper shutdown!" Message occurs at power up after all power to the pump is lost. The cause was identified to be depressed battery pins. The battery pins were cleaned and able to rebound as intended. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device powered off on its own. No additional information is available.